Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported during a routine follow-up, the device was showing premature battery depletion. Technical services is analyzing the data sent from the field to determine whether it is a battery issue, or if the device needs to be reprogrammed. No further updates have been received from the field at this time. The device currently remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, (but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
It was reported during a routine follow-up, the device was showing premature battery depletion the device was explanted and replaced on (B)(6) 2019. No adverse patient effects were reported.